Event description:
It was reported the patient presented to the ER with presyncope for low heart rate. The patient was not paced and had an escape rate of 30 bpm. Interrogation with two different programmers was unsuccessful. The patient does not report having any therapies in the past two weeks since the device was last checked. Device replacement was recommended. No further information is available.

Manufacturer narrative:
(B)(4).